Manufacturer narrative:
(B)(4). Date sent: 8/31/2021. Investigation summary: a photo along with the device was returned for evaluation. Upon visual inspection of one photo, the following was observed: the photo shows an echelon flex 35 device from a sided view with a battery assembled and with the trigger and the anvil in an open position, besides a reload that appears to be fully fired. Based on the photo the event describe cannot be confirmed. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #: unk. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was received: the device was used on the pv. Oozing occurred from the cut end, so additional hand suture was performed. The procedure was not converted to an open procedure, and no additional port was needed. The patient was discharged from the hospital.

Event description:
It was reported that during an unknown procedure, the deployed staples were unformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.